Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the incident could not be determined as no information was provided as to why device was damaged. One possible cause could be that the device has been dropped and therefore the rear- and side- cover god damaged as a result. The failure of the p&t knop encoder and the o2 mixer assembly could also be due to this cause. No sufficient information has been provided by the customer. The correction made was replacement of the o2 mixer assembly, rear cover, side cover, p&t knob, and software update to software version 3.0.3. There was no patient or user harm reported. Hamilton medical ag complaint number: (B)(4).

Event description:
P and t knob not working side cover and rear cover broken and there is problem on o2 mixer assembly test failed.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the incident could not be determined as no information was provided as to why device was damaged. One possible cause could be that the device has been dropped and therefore the rear- and side- cover god damaged as a result. The failure of the p&t knop encoder and the o2 mixer assembly could also be due to this cause. No sufficient information has been provided by the customer. The correction made was replacement of the o2 mixer assembly, rear cover, side cover, p&t knob, and software update to software version 3.0.3. There was no patient or user harm reported.

Event description:
P and t knob not working side cover and rear cover broken and there is problem on o2 mixer assembly test failed.